Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-21- possible sample issue (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of having a headache. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. The customer stated that meter is displaying e-5 when the blood is applied to the test strip. The customer is using proper testing technique. The customer stated that she has a headache that may be related to diabetes.